Manufacturer narrative:
The following fields were corrected with additional information: d4. Lot#: 18057132 d4. Device expiration date: 05/29/2021 h4. Device manufacture date: 05/29/2018 device evaluation two 82113e-0006 samples were received for investigation with residual fluid present inside: no packaging was received with the sample and the customer could not confirm the affected lot, however the laser ID from the smartsite components indicated the affected lot number to be 18057132. A visual inspection of both samples confirmed the customer's experience as a separation had occurred at the joint between the burette component and the tubing that leads to the spike component. A closer inspection of the separated tubing confirmed the presence of residual solvent. The details of this feedback were forwarded to the manufacturing site for investigation. They confirmed that the customer's experience is likely to have occurred as a result of an inconsistent amount of solvent having been applied at the affected joint; this is a manual process and is likely to have occurred due to human error. A review of the production records for lot 18057132 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In order to reduce the likelihood of operator error, the production area was notified of this feedback to reinforce the need to follow good manufacturing practices. Additionally, the solvent dispenser manufacturing protocols were updated to ensure an improved solvent distribution process. A review of the customer feedback database indicates that this is an isolated occurrence with no other similar report against the 82113e-0006 set in the past 12 months. H3 other text : see h10

Event description:
It was reported that v/nv burette set detached. The following information was provided by the initial reporter: the reported feedback suggests that detached will trying to fill burette from bag.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that v/nv burette set detached. The following information was provided by the initial reporter: the reported feedback suggests that detached will trying to fill burette from bag.